Event description:
The user facility reported that they used the device according to the instructions for use (IFU). The whole device came out of the artery and closure was performed with manual compression. The doctor tried to disassemble the angio-seal device herself to see what was wrong with it. The anchor and collagen remained inside the sheath. The procedure was a coronary angiogram (coro). Hemostasis was achieved using a pressure bandage. The sheath size used was a 6f. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The blood loss was less than 250cc. The patient was in stable condition and there was no patient harm. The bleeding occurred in the procedure room. The patient was hospitalized due to the event and their hospital stay was extended.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Telephone number - requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One 6fr angio-seal vip device was returned for product evaluation. The hemostasis sheath and carrier tube were returned. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the fully rear-locked position. The hemostasis sheath and carrier tube were partially connected although the carrier tube hub had been separated from the sheath. Multiple kinks were identified on the proximal part of the tubing, and one of the latches of the carrier tube was found to have been deformed. The device was also found to have had multiple bypass tubes. The complaint was able to be confirmed. The exact root cause cannot be determined. Although an additional bypass tube was found to have been present on the device assembly, this was unable to be determined to have contributed to the observed issue. Based on the available information, the likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.